Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Product returned without authorization. It is reported that insulin pump has a motor error alarm. No further information provided.

Manufacturer narrative:
The insulin pump passed functional tests. No alarms noted during testing. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads, minor scratches on display window and missing end cap sticker.